Manufacturer narrative:
Attached a literature article.

Event description:
In a literature review, the following information was obtained. D, kawamura., et al. "Four cases of emergent endovascular repair of an abdominal aortic aneurysm rupture." Medical journal of yamaguchi university. November, 2013, vol.62 (4). 207. In 2011 (exact date unknown), the patient underwent endovascular repair of an abdominal aortic aneurysm rupture using gore® excluder® aaa endoprosthesis. Intra-procedure angiography did not show any endoleak, and the patient was transferred to the intensive care unit. Later, the patient's blood pressure had gradually dropped, and it was revealed that the aneurysm ruptured again due to a distal type I endoleak. On the same day, the stent graft was explanted and the ruptured aorta was replaced with a graft in an open-abdominal surgery to treat the aneurysm rupture. Twelve days after the procedure, the patient had been doing well and he was discharged of the intensive care unit to a general ward. Thirty days after the procedure, the patient was discharged of the hospital. It was reported that the distal landing zone was 5mm in the right common iliac artery, but the bilateral common iliac arteries were used as a landing zone of the stent graft. It was also reported that the distal type I endoleak occurred due to a short distal landing zone (=5mm) in the right common iliac artery. A coil embolization of the right internal iliac artery could not be performed during the initial procedure as any tool for the coiling procedure was not prepared. The coiling procedure was planned to be done once the patient did well in an intensive care unit.

Manufacturer narrative:
Further information, including lot/serial number, could not be obtained. Therefore, a review of the manufacturing paperwork could not be performed.